Manufacturer narrative:
Block b3: exact date unknown, event occurred five months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 , model: sc-2317-50 , serial: (B)(6) , batch: 5067792/5095804.

Event description:
It was reported that the patient experienced difficulty and frequent charging of the ipg. The ipg had migrated which caused an issue aligning with the charger. The patient had inadequate and loss of stimulation. The leads had migrated, and high impedances were noted. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.